Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the patient's meter was 7.9 inr at 2:35 pm and >8.0inr at 2:41 pm. The result from the lab was 5.4 inr. Results were within 4 hours. The patient's therapeutic range is 2.0-3.0 inr. The patient measures once a month, weekly if the inr is out of range.

Manufacturer narrative:
The customer's test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.4- 3.6 inr): qc 1: 2.9 inr qc 2: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.